Event description:
On the afternoon of september 14, around 2-3 pm, a nurse noted that the male patient was dusky in color and less responsive. The poet spo/2 reading was noted ato be 99%. An arterial line was inserted and an abg analysis revealed a blood gas level of 19 mm hg. A nonin pulse oximeter was utilized at some point, and it reported an spo/2 of 44%. We do not know if this was at the same time poet reported the 99% reading. The hospital biomedical department had been testing the poet unit since to attempt to reproduce the reported malfunction and no problem was found. Unfortunately, due to this testing, the trend memory of the poet, which contained spo2 readings from the time of the incident, was over written before it could be be reviewed and recorded. The spo/2 sensor and patient cable that were in use at the time of the incident have since been discarded by the hospital, and this made if difficult to fully investigate the malfunction. The unit was tested and the hospital biomedical laboratory and showed that the spo/2 operation was normal.the hospital biomedical department has examined athe poet for a full month after the reportable malfunction but the alleged failure could not be duplicated.on october 15, 1993, distributor/mfg received the unit back for evaluation and investigation. The poet went through vigorous evaluation for two weeks here at csi and no alleged failure could be duplicated.the poet product has been manufactured for more than six years and this type of problem had never been reported by users to us.